Event description:
It was reported that a cartridge alarm 20 was triggered on the customer¿s pump during insulin delivery. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resolve the issue by loading a new cartridge, so technical support arranged for the replacement of the malfunctioning pump under warranty. A replacement pump was provided to ensure uninterrupted insulin therapy.